Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline implant. (B)(4)

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor of unknown type and experienced bilateral rupture on breast implants. The patient is experiencing fatigue and pains in her body. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the left side implant, see manufacturer report number 1645337-2018-03754 for contralateral prosthesis.